Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an unspecified alarm. Reportedly, the customer turned the pump off to resolve the issue. The customer¿s blood glucose was 200(mg/dl). The customer successfully turned the pump back on and resumed insulin delivery successfully.